Event description:
It was reported the rigid video laparoscope had an image blackout and displayed error code e227. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: whiteout, error e218, component failure of the universal cord, the insertion part is slightly blurry and the light guide bundle was slightly interrupted and weakened and component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure. In the case of error e218 is caused by a component failure of the universal cord, whiteout is caused by a component failure of the universal cord and for the insertion part is slightly blurry and the light guide bundle was slightly interrupted and weakened this event is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.